Event description:
It was reported that during the procedure in the distal circumflex artery for treatment of a de novo lesion, a 2.0x12 otw trek dilatation catheter was advanced without resistance. The balloon was inflated three times at 11 atmospheres. The balloon was completely deflated and an attempt was made to withdraw the dilatation catheter; however, significant resistance was felt with the prowater guide wire. The physician ultimately withdrew the catheter from the guide wire successfully. A 2.25x15 rx xience nano stent delivery system (sds) was advanced but could not cross the lesion; therefore, it was withdrawn from the anatomy without resistance and set aside. A 2.25x16 promus element stent system was advanced and the stent was deployed at the target lesion successfully. At this time the physician examined the xience nano sds and it was noted that the distal stent struts were bent and fractured but were not in two pieces. The same 2.0x12 otw trek dilatation catheter was re-advanced over the same prowater guide wire without resistance to the left anterior descending artery for treatment of two de novo lesions. The balloon was inflated to 16 atmospheres 3 times. The catheter was withdrawn from the anatomy without resistance. Two xience stents were successfully deployed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Reportedly, the mini trek was not prepared prior to use per the instructions for use. No additional information was provided. Return device analysis revealed that the xience nano stent strut was not fractured.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. The xience v stent referenced is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.